Event description:
Healthcare professional reported a clinical patient had a xen®45 gts implanted in the right eye. Approximately 3 months later, patient experienced the event of "glaucoma in the eye secondary to other eye disorder, severe stage," and "xen gel not functioning" led to visual impairment as the patient now is "nlp in the right eye. No visual potential." A surgical revision was carried out. Clinical site also reported patient had hyphema and intraocular pressure (iop) was elevated from 16 mmhg to 34 mmhg at last visit.

Event description:
Additional information received noting that the patient had iop of around 36-44mmhg when the event of "glaucoma in the eye secondary to other eye disorder, severe stage" was diagnosed. The iop remained uncontrolled despite max topical meds of diamox 500mg bid. They were unable to do an hvf testing in the eye due to the poor visual acuity.

Manufacturer narrative:
The event of high intraocular pressure is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The event of high intraocular pressure is a known adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event and patient details has been requested. No additional information is available at this time. The events of glaucoma progression and vision loss are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of glaucoma progression is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient had a xen®45 gts implanted in the right eye. Approximately 3 months later, patient experienced the event of "glaucoma in the eye secondary to other eye disorder, severe stage," and "xen gel not functioning" led to visual impairment as the patient now is "nlp in the right eye. No visual potential." A surgical revision was carried out. Clinical site also reported patient had hyphema and intraocular pressure (iop) was elevated from 16 mmhg to 34 mmhg at last visit.